Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2017. Product type catheter . Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 07-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the system is being explanted due to unknown reasons and the company representative indicated they would follow up with the h ealthcare provider for more information on 2022-06-09 when the procedure is set to occur. It was unknown if there were any external factors that contributed to the event. It was unknown if diagnostics/troubleshooting were performed. The event was not resolved at the time of the report.